Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. Imaging was challenging. The clip delivery system (cds) was advanced to the mitral valve, there was difficulty grasping the leaflets due to the anatomy, but the leaflets were grasped and the clip implanted. To further reduce mr, a second clip was advanced. There was some difficulty grasping. Minor tissue damage occurred, and there was no more reduction in mr. The clip was not implanted and was removed. The procedure was discontinued. Only one clip was implanted and mr remained unchanged, 4+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. The reported patient effect of tissue damage is listed in the mitraclip instructions for use, and is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported difficult or delayed positioning and tissue damage appear to be due to a combination of challenging patient anatomy and procedural conditions. A cause for the poor imaging resolution could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.